Event description:
The facility representative reported a colleague infusion pump with a defective display. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 6.13.92

Manufacturer narrative:
(B)(4). The reported condition of a defective display was confirmed and reproduced during product evaluation. The assignable cause was not identified. However, the main display was replaced to resolve the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up medwatch will be submitted.